Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a sterling balloon catheter with the box, pouch and hoop. The batch number on the packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and in the balloon. Functional testing was performed using an inflation device filled with water connected to the inflation port. The device was inflated and balloon pinhole was found near the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The target lesion was located at the moderately tortuous and severely calcified left femoral artery. A non bsc introducer sheath was inserted into the lesion. After a non bsc guidewire crossed the lesion, a 5mm sterling was used via the guidewire to perform pre-dilatation. Subsequently, a expressld stent delivery system was used and attempted to cross the lesion but it was unable to cross the lesion. Eventually, a 7.0mmx20mmx135cm (4f) sterling was used to perform additional pre-dilatation. The balloon was inflated at 6 atmospheres (atm) and the perspective image showed that there is a contrast leakage. The physician confirmed that the balloon ruptured and stopped using the device. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The target lesion was located at the moderately tortuous and severely calcified left femoral artery. A non bsc introducer sheath was inserted into the lesion. After a non bsc guidewire crossed the lesion, a 5mm sterling was used via the guidewire to perform pre-dilatation. Subsequently, an express ld stent delivery system was used and attempted to cross the lesion but it was unable to cross the lesion. Eventually, a 7.0mmx20mmx135cm (4f) sterling was used to perform additional pre-dilatation. The balloon was inflated at 6 atmospheres (atm) and the perspective image showed that there is a contrast leakage. The physician confirmed that the balloon ruptured and stopped using the device. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.